Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away the emergency room. The customer was hospitalized on (B)(6) 2017. The cause of death was still unknown at the time of the call. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 98 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The caller stated that the pump either over delivered or under delivered but unsure which. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Findings: the customer's spouse called and reported that the customer passed away due to her heart suddenly stopping. No autopsy was performed due to funds and per doctor's advice.